Manufacturer narrative:
On (B)(4) 2014, a bekcman coulter field service engineer (fse) evaluated the analyzer and found the rinse block was leaking during probe backwash. The fse noticed the mount for pinch valve 35 was broken. The pinch valve and actuator were not damaged. The fse replaced the pinch valve mount at pv35 resolving the leak and repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak occurred during the backwash cycle of the analyzer, was approximately 3 ml, and was not contained within the analyzer. The customer was running the latron control when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's site to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.